Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the returned device did not identify a fiber beak. The glass cap exhibits severe devitrification at output window. The metal cap exhibits severe charred detritus adhesion on surface. The fiber was tested with hene laser fixture, aim beam is present at fiber output window. There are no signs of breakage along the fiber. The outer flow tubing open end exhibits minor scratch marks, and moderate contamination, likely biologic. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. This would cause reduced vaporization efficiency. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that after 20,000 joules the fiber broke. It was not reported how the procedure was completed. The fiber tip was not cleaned during the procedure. No patient outcome information was provided.

Event description:
It was reported that after 20,000 joules the fiber broke. It was not reported how the procedure was completed. The fiber tip was not cleaned during the procedure. No patient outcome information was provided.